Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results

Event description:
The manufacturer service technician reported that the device had run-on while it was being serviced at the user facility. There were no adverse consequences related to this event.

Event description:
The manufacturer service technician reported that the device had run-on while it was being serviced at the user facility. There were no adverse consequences related to this event.